Manufacturer narrative:
Follow-up #1 date of submission 09/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no damage. During testing, all the keypad buttons were appropriately responsive. The keypad cover was removed and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button cover was damaged; however, the button was responsive during testing. The display screen was dim and discolored. Additionally, the battery compartment was found to be cracked. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. All keypad buttons reportedly were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.